Manufacturer narrative:
Continuation of d10:  product ID envpro-16-us (lot: 0011148616); product type: 0195-heart valves; implant date ; explant date product ID l-envpro-16-us (lot: 0011131310); product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient suffered from malignant ventricular arrhythmia-ventricular fibrillation. The patient's rhythm was not able to be restored following 3 consecutive electric defibrillations. Cardiopulmonary resuscitation (CPR) was initiated. During the CPR, it was reported that the valve had shifted into the left ventricle, resulting in moderate mitral regurgitation. The physician believed that the valve depth was too deep and would lead to additional ventricular arrhythmias. The physician elected to perform a thoracotomy and explant the valve. A surgical aortic valve was implanted. The patient's rhythm recovered. It was reported that the "brain was greatly affected". The status of the patient post-operative was not known. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that the cause of ventricular fibrillation cannot be confirmed. However, a coronary stent was implanted two days before the transcatheter bioprosthetic valve implant operation. Following the valve implantation, premature ventricular contractions first occurred during the vessel suturing, and sudden ventricular fibrillation first were reported during transfer of the patient from the operating table to the hospital bed. It was confirmed that the movement of the valve into the left ventricle disrupted function of the mitral valve, causing the moderate mr. An ischemic stroke was confirmed by neurological evaluation, consciousness and language impairments. Speech and physical impairments were reported as a result of the stroke. These impairments were reported to be permanent and irreversible. It was reported that the ischemia resolved. The patient is currently awake with disturbances in consciousness, speech, and limbs. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.